Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7132505.

Event description:
It was reported that one of the patients leads had migrated significantly downward. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively. The explanted lead was not returned.